Manufacturer narrative:
The product in complaint was returned to zoll on 03/18/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during training with a mannequin, the autopulse platform displayed user advisory 16 (timeout moving to take-up position) and 45 (not at "home" position after power-on/restart) messages. Customer replaced the lifeband with a new one; however, the lifeband did not retract and the platform displayed user advisories 23 (compression will exceed 3 revolutions), 2 (compression tracking error) and 16 (timeout moving to take-up position) messages. No patient involvement was reported. No further information was provided. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform shows no damages to the platform. Review of the archive was performed and the reported complaint of user advisories (ua's) 16 (timeout moving to take-up position), 45 (not at "home" position after power-on/restart), 23 (compression will exceed 3 revolutions), and 2 (compression tracking error) were confirmed to have occurred on the reported event date of (B)(6) 2014. The archive also shows that a ua 12 (lifeband not present) occurred on the reported event date. However, the ua 12 is not related to the reported complaint. In assessing for battery management, it was noticed that a user advisory 4 (battery charge state too low) message occurred on the reported event date with nimh battery s/n (B)(4). It was also observed that the battery was properly maintained. Functional testing was performed and the reported issues of ua 16 and ua 23 were verified. It was found that the motor brake had seized causing the ua 23 and ua16 messages. Because the motor brake had seized, it also caused the lifeband to not retract, which confirmed the reported issue of the lifeband not retracting. The motor brake was freed by cleaning it with some alcohol. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint of ua 16, ua 45, ua 23 and ua 2 messages occurring was confirmed based on the archive review. The ua 16, ua 23, and the reported complaint that the lifeband did not retract were also confirmed during functional testing. The faults were found to be due to the motor brake seizing. The root causes for the ua 45 and ua 2 could not be determined. However, per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The observed ua12 is unrelated to the reported complaint. The root cause for the ua12 could not be determined. However, per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The ua 4 observed from the battery management assessment is unrelated to the reported complaint. The root cause for ua4 could not be determined. However, per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 4 is an indication that the battery is uncharged or faulty. Upon freeing the motor brake, the platform passed all testing criteria.